Event description:
It was reported that a malfunction alarm occurred. The incident didn't cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisting the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.